Event description:
The following was reported: "on (B)(6) 2026, the screen flickered and suddenly went black during use, delaying timely patient treatment, and immediate control measures were taken."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).